Event description:
It was reported that the ventilator stopped and the system froze w/o alarm. The case was continued using an ambu bag. There was no pt injury reported.

Manufacturer narrative:
The affected components were requested for investigation. The results will be reported in a separate f/u report.